Event description:
Procedure: lap chole. According to the reporter: during use, the tissue pad melted and fell into the pt cavity. This occurred twice. The fallen part was retrieved from the pt. There was no pt injury reported, and there was no extension in operating room time. No pt info available.

Manufacturer narrative:
(B)(4).